Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a very small ventricle and was experiencing constant low flow alarms. The vad coordinator noted that this pt should not have been implanted with an lvad. It was also noted that the pt has a restrictive left ventricle and the pump itself seemed to be shifted towards the septum. The pt had a low speed alarm that correlated with a pi event recently. The log file showed multiple low flow hazard alarms, and a low speed operation alarm.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.